Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend instrument for failure analysis investigation. The instrument was analyzed and the customer reported complaint could not reproduced. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no failure reported in the logs during testing. There was no physical damage observed during testing. There is a moderate number of debris on the knife track. Additional observation not related to customer reported complaint: the instrument was found to have one dislodged and missing ceramic dot at the distal jaws. The dot is not placed in its original place as it missing.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 8mm vessel sealer extend (vse) instrument stopped working. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments that fell inside the patient. The surgical task being performed was dissecting the tissue. There was no sealing from the instrument. The instrument worked about 30 minutes during the procedure but then stopped working. There were no errors that occurred. During the sealing sequence, there was no audible signal while the pedal was pressed. The cycle was not completed with the fast audible tones. Tissue effect was observed during the sealing cycle. There was no tissue cutting involved with the tissue that was not sealed. The target tissue was not under tension during the sealing/cutting process. The vessel was not greater than 7mm in diameter. The tissue was not exposed to any chemotherapy or radiation prior to the procedure. There was no evidence of vessel calcification. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The instrument was not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected bleeding or blood loss. The product was the issue. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.